Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the procedure the device was implanted, but did not release as expected despite several attempts. The device was removed with the microcatheter. The patient's current status is stable. No additional information has been provided.

Manufacturer narrative:
The pipeline braid and pushwire were returned for evaluation. As received the pushwire was observed to be kinked within the capture coil, and 3.0 cm from the distal tip coil. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying. Dried blood was found on one end and middle section of the pipeline braid. Based on the analysis the clinical observation could not be confirmed. We are unable to definitively determine the cause of the reported event. The lot history record of the reported lot number has been reviewed and no quality issues were noted. All devices are 100% inspected for damage and irregularities during the manufacturing process. Suspect medical device: updated model number updated lot number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.